Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on an unknown date. Access was obtained via a 6f sheath (unknown model). Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "white tamp tube (advancer tube) never exposed". The balloon was deflated and the device was removed. A second mynxgrip vascular closure device 6f/7f was deployed but the "white tamp tube (advancer tube)" on the second device also did not expose. The balloon on the second device was also deflated and the device was removed. At this point the patient was converted to approximately 10-15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch 3004939290-2012-00450 for the first device.